Manufacturer narrative:
The customer contacted a siemens customer care center regarding a falsely elevated cardiac troponin I patient result. Siemens headquarters support center (hsc) has concluded their investigation of this event. The instrument data log was reviewed and no product non-conformance was identified with the instrument or assay. The event was due to the customer diluting a below assay range cardiac troponin I (ctni) sample using the special dilution feature (auto-dilution) on the dimension vista system and recovered a result of 0.0750 ug/l. The investigation concluded that the customer failed to follow the instruction in the dimension vista operator's guide regarding how to resolve below assay range flagged results. The cause of the event is use error. The device is performing within specifications. No further evaluation of the device is necessary.

Event description:
A discordant, falsely elevated cardiac troponin (ctni) patient sample result was obtained on a dimension vista® 500 system. The initial result was not reported, but was reprocessed with an auto-dilution. The diluted sample resulted higher than the initial result, and that result was reported. The customer realized that the reprocessed result was discordant and issued a corrected report with the initial result. There are no known reports of patient intervention, or adverse health consequences due to the discordant ctni result.